Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result (0.122 vs. An expected result < 0.012 ng/ml) from a single patient sample processed on the vitros eci immunodiagnostic system. The affected result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeat tested the sample as there is a laboratory policy to retest tropi es results >url. It is unknown if a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample while using the vitros eci immunodiagnostic system. The investigation could not determine a definitive root cause. Ocd service actions were performed on the analyzer, however, it is unknown if instrument performance was related to the event. There was no evidence to suggest that a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.